Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 31-may-2024, it was reported that patient faced infusion set needle got stuck during insertion and the needle was hard to remove. No further information available.